Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a forcep got stuck in a cannula during a procedure. The procedure was completed and there was no harm to the patient. The product was not retained. No additional information is expected.

Manufacturer narrative:
No sample was not received for evaluation. The device history record could not be reviewed because the lot code was not known. As a sample was not returned and no lot numbers were available, therefore the root cause for the customer¿s complaint could not be determined. No further actions will be issued and the cause of the reported event could not be determined. No action will be taken. (B)(4).